Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead suffered from twiddler's syndrome resulting in a lead dislodgement. A revision procedure was performed and a longer lead was required for the vein that was used. As a result, this lv lead was removed and another lv lead was successfully implanted. To date, no adverse patient effects were reported as result of this procedure.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Visual inspection noted dried body fluid in the lead lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The lead has been received and is currently being analyzed. When testing is complete this report will be updated.